Event description:
It was reported that a patient has had voice alteration since replacement surgery. The device was said to be turned on right away after surgery and the patient stated that they lost their voice and couldn't speak well the day after surgery. Information was received that the cause of the voice alteration is related to surgery. Within clinic notes, it was reported that the device was disabled multiple times and medicine was administered for the voice alteration. Further information was received that the patient has some vocal cord paralysis post-op and is being treated for this. Device history records were reviewed for the patient's device and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.